Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the cart was not displayed map in the drawer map. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cart was not displayed map in the drawer map. A field service engineer (fse) confirmed that no hardware failure was detected and had rxtech perform an inventory count on drawer 2.1 without any issues. The fse then followed up with tsc for case escalation, as the issue appeared to be software-related and required review by an es specialist. The technical support specialist spoke with the customer, who stated that the issue had not reappeared since the fse inspected the station and that it seemed to be functioning properly. The tsc had advised the customer that if the issue recurred, dispatching a field service engineer (fse) would be necessary to troubleshoot and inspect the drawer position sensor. The system functioned as intended after the technical support specialist verified the device.